Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that, during a routine follow-up, this right atrial (ra) lead exhibited loss of capture. Additionally, muscle stimulation was observed and sensing was noted to be dependent on patient position. A chest x-ray confirmed that the lead had dislodged. The device was reprogrammed to turn off atrial pacing and the patient will be referred back to the implanter for a possible revision. The patient is not pacemaker dependent and no adverse patient effects were reported. Additional information was received that a revision procedure was performed. An attempt was made to reposition the lead but the helix would not extend in the new position. This ra lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that, during a routine follow-up, this right atrial (ra) lead exhibited loss of capture. Additionally, muscle stimulation was observed and sensing was noted to be dependent on patient position. A chest x-ray confirmed that the lead had dislodged. The device was reprogrammed to turn off atrial pacing and the patient will be referred back to the implanter for a possible revision. The patient is not pacemaker dependent and no adverse patient effects were reported. Additional information was received that a revision procedure was performed. An attempt was made to reposition the lead but the helix would not extend in the new position. This ra lead was explanted and replaced. No additional adverse patient effects were reported.